Event description:
Noise was detected on the rv lead causing inappropriate detection and an aborted shock. Lead sensing, and threshold remain consistent and in-range. Pacing and shock impedance are also consistent and in-range. The lead remains implanted. The home monitoring report is included with this report. At clinic, noise was reproduced by the patient coughing. Detection count extended but lead expected to be revised at this time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The received data were carefully analysed. The available iegms confirmed the presence of artifacts in the rv channel. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, this investigation will be updated.